Event description:
The patient reported that the down arrow keypad button has been intermittently unresponsive for a few weeks. The patient also indicated the he wears the pump in a pocket and that he does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 10/20/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive and corrosion found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.